Event description:
New information received on 26 jun 2019 indicating that the cause of death was hypertensive heart disease.

Manufacturer narrative:
A partial lead measuring 83.0cm from the connector pin was returned for analysis. The damage found was sustained during procedure. The lead was otherwise normal. Concomitant medical products - this supplemental report is to correct the previously submitted report to include an additional concomitant medical product.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.